Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential intermittent atrial undersensing observed with the right atrial (ra) lead. In addition, the electrograms appeared to show irregular r-r intervals. The ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.